Manufacturer narrative:
The manufacturer previously reported a failure of a ventilator to power on and an issue related to the sensor board. The device was not in patient use. The manufacturer received additional information from a third party service center indicating the device was not repaired. The customer rejected the estimate and the device was returned unrepaired.

Event description:
The manufacturer received information alleging a ventilator had an issue related to the sensor board and would not power on. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.